Manufacturer narrative:
Concomitant product: reltack3x10 reliatack articulat reload a (lot# n6lo88ux), reltack10r reliatack articulating reload (lot# n6j0429ux), reltack10r reliatack articulating reload (lot# n6j0429ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a abdominal hernia. It was reported that after the implant, the patient experienced an infection. Post-operative patient treatment included revision surgery.